Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates that the pt's anatomical form was outside the IFU because of a proximal neck that was inverted and less than 15mm in length. These conditions may increase the risk of an endoleak. We will notify the appropriate personnel (in-house) of the event and continued to monitor for similar complaints.

Event description:
An (B) (6), male, pt, underwent aaa repair on (B) (6) 2010. The pt's proximal neck was reverse funnel shape and less 15mm, so the anatomical form was not suitable for aaa repair. The procedure was performed under general anesthesia. The physician attempted to remove the black trigger wire release mechanism after he deployed the main body contralateral limb, but he was unable to pull the trigger wire (1820334-2010-00162). So, the physician followed the troubleshooting, and then the black trigger wire was removed safely. The procedure was continued and ipsilateral and contralateral iliac legs were deployed. Final angiography revealed a type 1 endoleak from the main body proximal neck. The physician performed ballooning of the proximal site. The endoleak was decreased significantly but not resolved completely, so he decided to see at a follow up. The current status of the pt is unk as not provided by rptr.